Manufacturer narrative:
Product analysis: the closure fast catheter was returned to medtronic for evaluation within a clear biohazard zip bag and multiple small bags. The device was returned inserted within the micro introducer. Multiple kinks were observed on the catheter shaft. Visual inspection of the catheter coil/heating element reveal melting of the fep. The fep on the coil was deformed and had a red dried material embedded the fep. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. Under magnification , the coil was observed to exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using closurefast ablation device during procedure to treat the right great saphenous vein (gsv). Compression was performed using the probe of the ultrasonic diagnostic device. It was reported that the catheter temperature rising was different from usual and the product could not be used until the end of the treatment. During first ablation, the temperature rose to 120 degrees rapidly at a faster speed than usual (less than 5 seconds). The physician judged that it was strange and stopped ablation in the middle of the procedure. At the same time, the message" target temperature not reached. Rf cycle stopped was displayed on the screen of the generator. During second ablation, the temperature did not reach 120 degrees event after 5 seconds, the physician also judged that it was strange this time and stopped ablation in the middle of the procedure. A message was also displayed on the generator screen. Ablation was repeated several times to complete the treatment, but although the handle button was pressed in the middle of the procedure, there was no response. A total of 5 treatments were applied. It is reported that the coating resin of the proximal heating element of the first catheter used in the procedure was deformed. Part of the coating resin swelled like balloon and shrinkage mark was noted. The coil was not exposed. The catheter was replaced with a new one in the middle of the procedure and treatment was completed. The same generator was used with the new catheter with no abnormality.